Manufacturer narrative:
Patient information was not provided for reporting. Date of event is unknown. Device is an instrument and is not implanted / explanted. The device was received, and the product evaluation is in progress. No conclusion can be drawn. Additionally, device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown titanium elastic nail case on an unknown date, the t handle chuck of the inserter for titanium elastic nails broke while passing reaming rod. It is unknown if there was a surgical delay. The patient status and surgical outcome were both unknown. Concomitant device reported: reaming rod (part# unknown, lot# unknown, quantity unknown). This report is for one (1) inserter for ti elastic nails. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A device history record (DHR) review was conducted. Part: 359.219. Lot: 1904339. Manufacturing site: (B)(4). Release to warehouse date: (B)(6) 2008. The device history record shows this lot of 20 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. H3, h6: a product investigation was conducted. Visual inspection: upon visual inspection it was noticed that the inserter was broken at the proximal end and had a piece of broken metal stuck in its distal clamps. The received condition does agree with the complaint description as the inserter was found to be broken. The inserter is over 10 years old and exhibited signs of routine use. There is no reason to believe that the complaint condition occurred due to misuse. Dimensional inspection: due to post-market damage the broken area could not be effectively measured. Document/specification review: the subject inserter was determined to have been manufactured in june 2008, but the oldest available drawing is se_186498 (rev a), which was reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. Material review or hardness review: only the top level of the device history record was reviewed as the sub-components are not lot tracked, therefore a material/hardness review could not be performed. Investigation conclusion: this complaint is confirmed. Although a definitive root cause could not be determined for the complaint condition, it is most likely that the inserter broke as a result of routine use over its 10+ year lifespan. It is also possible that rough usage contributed to the complaint condition. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.